Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that when the provider was attempting to place a fetal scalp electrode on a trial of labor after a cesarean (tolac) patient who was laboring naturally without an epidural, the 7000aao-electrodes, fetal scalp (fse), 50/case would not stay snapped into place or stuck to the patient's leg and therefore would not read. A registered nurse (rn) at the desk retrieved another fetal scalp electrode (fse) and cord from another room that was placed without incident. The patient's current status is still unknown.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation.no root cause has been determined yet.vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H11: after further review of this complaint.vyaire medical found out that this complaint is only a duplicate of the original report received last 14-sept-2023.therefore, this is deemed as a non quality complaint to vyaire medical.kindly refer to the vyaire reference number of the original complaint: (B)(4) under medwatch manufacturer report number: 3010838917-2023-00090.please disregard and void the report submitted from vyaire reference number: (B)(4) under manufacturer report number. UDI related data quality updates only updated brand name, device description and remove 510(k) number. Took out the hyphen in the UDI lot number this is a duplicate reporting to 3010838917-2023-00090.

Event description:
It was reported to vyaire medical that when the provider was attempting to place a fetal scalp electrode on a trial of labor after a cesarean (tolac) patient who was laboring naturally without an epidural, the 7000aao-electrodes, fetal scalp (fse), 50/case would not stay snapped into place or stuck to the patient's leg and therefore would not read.a registered nurse (rn) at the desk retrieved another fetal scalp electrode (fse) and cord from another room that was placed without incident.the patient's current status is still unknown.

Manufacturer narrative:
H11: after further review of this complaint. Vyaire medical found out that this complaint is only a duplicate of the original report received last 14-sept-2023. Therefore, this is deemed as a non quality complaint to vyaire medical. Kindly refer to the vyaire reference number of the original complaint: (B)(4) under medwatch manufacturer report number: 3010838917-2023-00090. Please disregard and void the report submitted from vyaire reference number: (B)(4) under manufacturer report number: 3010838917-2023-00094.